Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found insulation abrasions at s-curve region, 79.4 cm to 79.6 cm and at 81.2 cm to 81.6 cm from the connector pin. An insulation abrasion breaching the ring electrode and the inner coil was noted at 80.2 cm to 80.8 cm from the connector pin; in this location one of the re cable was abraded and the cable was separated. Electrical testing found a short circuit while manipulating the lead at s-curve region.